Event description:
Baxter (B)(4) received a report from a doctor who stated that a mis-spike had occurred when the customer changed a bag via clean flash. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. The sample was received and evaluated. A visual inspection did not identify any issues related to the reported problem. A clear passage test and clamp function test were performed with no issues noted.